Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable caught fire while charging the pump. Reportedly, an alternate usb cable resolved the issue. Customer's blood glucose was between 100 - 200 mg/dl.